Manufacturer narrative:
This supplemental report is being submitted to inform the updates/correction on section d4 (gf-ue160-al5).

Manufacturer narrative:
To date, this device has not been returned to olympus for evaluation. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii video system center had no image when used with the evis exera ii ultrasound gastrovideoscope. The issue was found during an intra-procedure. The patient was not impacted by the failure. The patient was sedated and stable. The procedure being performed was an endoscopy with ultrasound. Only the endoscopy portion of the exam was performed. The ultrasound was cancelled and incomplete due to the no image on the device. The patient was under anesthesia when the issue occurred and caused a delay while the team attempted to troubleshoot the issue with the equipment. The patient was under anesthesia for 52 minutes. The patient's anesthesia was extended by about 20-30 minutes. The ultrasound portion of the exam could not be completed. The patient was rescheduled for two days after to repeat the exam. There was no medical intervention required. There were no other devices connected when the issue occurred. The 190 scopes work fine. The 180 scopes give no image. The maj-1933 cable secure. The maj-1430 was swapped with a brand new one. Th e paddle was right side up. The cv-190 needs to be sent in for repair. They were in the middle of a procedure and could not be trans ferred to repairs. The patient did not have any pre-existing medical conditions. There was no report of patient harm or user injury associated with this event. "Related patient identifier: (B)(6)."

Event description:
The customer confirmed it was the ultrasound image not being displayed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon of the patient's delay of 20-30 minutes while under anesthesia and the cancelled/incomplete procedure occurred due to a failure that occurred in cv-190 which led to the device being affected. However, the root cause of the phenomenon's could not be specified. The event can be prevented by following the instructions for use which state: warning. "Never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result." Olympus will continue to monitor field performance for this device.